Event description:
A malfunction was reported by the customer, involving multiple errors including malfunction 9, malfunction 16, and malfunction 12. There was no adverse impact to the customer¿s blood glucose level reported. The customer is expected to return the malfunctioning pump, and a replacement pump has been arranged with a new serial number provided.